Event description:
It was reported that the extension exhibited a leakage at the filter site. The infusion stopped one hour prior to the scheduled dose completion time. There was patient involvement.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00244. The date of that submission was 2 sep 2025 a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.